Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported failure to deploy the needles was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. A query of the electronic complaint handling database indicated there had been no similar needles did not deploy incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a prostar xl via a pre-close technique. Reportedly, the physician tried to deploy the needles, but the system would not open. The needles were not pulled out and could not be withdrawn. A second prostar xl device was used for successful suture placement. The interventional procedure was completed and hemostasis was achieved with sutures of the second prostar xl device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the prostar xl device and established in the pre-close technique. No additional information was provided.